Event description:
In an attempt to remove a portion of bone from capsular tissue at the proximal interphalangeal joint utilizing scissors which "crush" tissue, rather than cut. The bone fractured down the shaft of the proximal phalanx.